Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
An invance sling was implanted. It was reported that the pt developed recurrent incontinence worse than baseline. Implant details were not provided.